Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and revealed no associated nonconforming material records (ncmr). The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a 75% stenosed proximal left anterior descending artery. On (B)(6) 2013, the patient presented with unstable angina and a 3.5 x 15 mm xience prime stent was implanted. On (B)(6) 2014, 8 month and 12 month follow up, respectively, were performed and there were no adverse patient effects or device malfunctions observed. On (B)(6) 2014, the patient felt tightness in the chest and a coronary computed-tomography angiography (ccta) was performed and in-stent restenosis was suspected. On (B)(6) 2014, angiography revealed 99% restenosis at the proximal end of the stent implant. This was treated by deploying an unknown drug-eluting stent. On (B)(6) 2014 the event resolved and the patient was discharged. It was confirmed the patient was compliant with dual antiplatelet therapy (dapt). No additional information was provided.